Event description:
Sorin group received a report that during a procedure, the touch screen was unresponsive. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 control panel mast roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. Visual inspection did not identify any external damage that could have caused the issue. The service representative also did not identify any signs of fluid ingress into the pump panel or touch screen. The display, pcb board, ribbon and speaker cables, and the pump joint were replaced to resolve the issue. Subsequent functional testing did not identify further issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.